Event description:
It was reported via repair work order that the cot dropped due to potential user error. Device evaluated, no malfunction found, instructed the customer on how to properly unload the unit from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.